Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's device is off and no longer providing therapy. The patient stated her implant stopped working and she just saw elective indicator removal (eri) on her patient programmer (pp) today. On the call endof service (eos) came up after eri was cleared. The patient is upset that their ins reached eos only after two years. The patient was redirected to follow up with their healthcare provider (hcp) to check the implant, settings and discuss replacement. No further complications were reported. No additional patient symptoms were reported.